Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in b1. Upon review, it was identified that it was inadvertently omitted from follow-up report #2. Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information was provided in b5 and d6b based on the new information received. Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated.

Event description:
Additional information received states that "spoke with rn on proactive call. Indicated the urine is now red and urology has been consulted. No alarms, cr is wnl. Encouraged to check position with echo. No further info at this time."

Event description:
Clinical narrative (updated): additional information noted that the primary medical team notified the local impella team when the patient¿s purge flow dropped drastically from 7 to 4. No other changes were observed in motor current or the patient¿s vital signs. The primary team decided to initiate tissue plasminogen activator (tpa) per their institution¿s order set. The tpa did not resolve the issue, and the medical team elected to exchange the impella 5.5 for another 5.5 device. Tpa was utilized in the purge solution as an off-label intervention to mitigate the impact of biomaterial within the motor. There was no reported adverse clinical impact to the patient. An impella 5.5 device was inserted via the right axillary artery in a 70-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage¿e, with a history of prior CABG. During a proactive call, the rn reported that the patient¿s urine had turned red, and urology had been consulted. There were no device alarms, and controller readings were within normal limits. The care team was encouraged to assess device position with echocardiography. No further information is available at this time. Separately, the purge side arm closest to the console was noted to have condensation inside, and a small amount of leaking was observed. Purge fluid was noted outside the purge side arm, and the plastic appeared uneven, possibly due to being bumped. Purge flows remained 9¿10 ml/hr, with no change in motor current or pump health status. The patient remained on support. The fluid leak had no impact on the patient¿s hemodynamics and the pump continued to function as intended. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying ami/cgs physiology, hemodynamic compromise, and reduced native cardiac output. Additional contributors may include device position, which had not yet been confirmed with imaging at the time of the report.

Manufacturer narrative:
Additional information was reported b5 was updated. Due to additional information h6 health effect code f12 was removed and f1905 and f2303 added. Medical device problem code a141101 was add per additional information. The investigation was reopened to reassess the additional information. Investigation summary hemolysis/mechanical interaction with blood: the cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided. Purge pressure low/fluid leak - sidearm: the cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided.

Manufacturer narrative:
Additional information was received and provided an additional event detail regarding purge side arm fluid leak and impact associated with the hemolysis. Clinical assessment has been updated to include these details and is captured to b5 event description. The information also confirms the patient remains on support awaiting transplant. Complaint has been revised to reflect the updated reported event details. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported events.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 70-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of prior CABG. During a proactive call, the rn reported that the patient¿s urine had turned red, and urology had been consulted. There were no device alarms, and controller readings were within normal limits. The care team was encouraged to assess device position with echocardiography. No further information is available at this time. Separately, the purge side arm closest to the console was noted to have condensation inside, and a small amount of leaking was observed. Purge fluid was noted outside the purge side arm, and the plastic appeared uneven, possibly due to being bumped. Purge flows remained 9¿10¿ml/hr, with no change in motor current or pump health status. The patient remained on support. The fluid leak had no impact on the patient¿s hemodynamics and the pump continued to function as intended. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying ami/cgs physiology, hemodynamic compromise, and reduced native cardiac output. Additional contributors may include device position, which had not yet been confirmed with imaging at the time of the report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 70-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of prior CABG. During a proactive call, the rn reported that the patient¿s urine had turned red, and urology had been consulted. There were no device alarms, and controller readings were within normal limits. The care team was encouraged to assess device position with echocardiography. No further information is available at this time, and the patient remains on support. The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying ami/cgs physiology, severe hemodynamic compromise (scai stage e), and reduced native cardiac output. Additional contributors may include device position, which had not yet been confirmed with imaging at the time of the report.

Manufacturer narrative:
Updated information: d1 brand name and d4 catalog number updated.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided. The cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided.